Event description:
It was reported that the patient presented with a lateral condyle fracture that was treated with a surgical procedure. The event is already resolved.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
The associated legion femoral assembly was not returned for evaluation. The device was manufactured in 2016. Our investigation including a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The batch number was provided for the device. Thus, a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical evaluation noted that no clinical information or the explant was provided. However, the x-rays provided confirm the fracture and fixation, in addition to the emailed surgeon¿s statement this adverse event was the complication of the surgical technique and not the fault of the smith and nephew¿s device. The event has been reported as resolved. Therefore, no further clinical/medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.